Manufacturer narrative:
Product ID: 694958 lead implanted: (B)(6) 2006, 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.